Manufacturer narrative:
The escalated issue from the service department, that pump module failed rate calibration and could not be recalibrated to correct the issue, was confirmed and duplicated during the investigation. Testing for rate accuracy found it to be outside of specifications and out of range for correction with calibration. The inspection process found signs of wear in the torque finger and gear cogs. No other issues or anomalies were found that could cause the rate accuracy error. The mechanism was determined to be the original installed during manufacturing was at approximately 13 years of age. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the device failed the preventative maintenance testing. No patient involvement was reported.